Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis left cylinder and pump replaced due to a tear in the left cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had wear at folds in the proximal, middle and in the distal cylinder body. The cylinder had a hole from avulsion in the outer tube that was the result of wear against the kink resistant tubing (krt) in the proximal cylinder body. The cylinder krt was worn down to the filament. The white teflon input tube sleeve was measured approximately at 15mm. The cylinder had broken fabric threads and was detached from the bonding joint in the proximal cylinder body. The cylinder (krt) with the window quick connector was removed prior to the leak testing. A bulge was present when it was inflated with a syringe in the proximal cylinder body. The cylinder was not pressure tested due to the bulge that was identified. The identified bulge with broken fabric threads could affect the functionality of the device as the reported mechanical issue. The reported cylinder issue was confirmed and contributed to the reported clinical observation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis left cylinder and pump replaced due to a tear in the left cylinder. No patient complications were reported.